Event description:
---

Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured under the clavicle. A revision was done to explant the lead and was replaced with a new lead. This rv lead is out of service and will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments. The conductor coils were damaged and the lead insulation was melted as well. The allegation of lead conductor that was fractured under the clavicle was not confirmed with electrical testing in the laboratory. However, physical damage to the lead body was observed.